Event description:
It was reported by the customer that the pyxis medstation es system failed to recognize its released cubie. The customer stated that the malfunction caused a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was identified with the error message related to the drawer controller. A field service engineer, replaced drawer and reconfigured the system to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.